Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise. In addition, the lead was damaged during left ventricular assist device (lvad) implant. This lead was surgically abandoned and was replaced. No additional adverse patient effects reported.